Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain.. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04611 / 2014-04612).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." "Material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that the patient was revised on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, impairment, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain, swelling, elevated metal ion levels, presence of necrosis, gray tinged non-purulent effusion, deficiency of the abductors, debris, granuloma formation, avascular soft tissue in the anterior capsule, inflammation, metallosis, osteonecrosis and a MRI indicating the presence of an effusion. No evidence of loosening of the acetabular cup or stem was noted. Operative notes confirm the modular head was removed and replaced.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that the patient was revised on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, impairment, and lack of mobility. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.